Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused eye/sinus infections and pain. The patient did receive medical intervention and reported to have surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused eye/sinus infections and pain. The patient did receive medical intervention and reported to have surgery. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of liquid ingress in the blower and blower box, an unknown contaminant at the air inlet, unknown contaminants in the humidifier chamber. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 1 instance of e-130. The manufacturer concludes there was evidence of liquid ingress in the blower and blower box, an unknown contaminant at the air inlet, unknown contaminants in the humidifier chamber. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.